Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, while attempting to place the left ventricular (lv) lead and after reaching the main vein of the coronary sinus, the physician could no longer move the lead forward or backward. The physician was forced to abandoned the lead in the patient. The lead was capped and a new lead was placed. No patient complications have been reported as a result of this event.